Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2026. The patient's blood glucose levels declined to 30 mg/dl while wearing the pod on their arm. The patient reported that throughout the night in automated mode the system continued to deliver insulin. Symptoms reported include hypoglycemia, difficulty speaking, alternation in body temperature, difficulty moving, vomiting, headache, and inability to control urination. The patient was treated with unspecified fluids, and nausea medicine. It was also reported that ¿a bunch of tests¿ were performed but further details were not reported. The patient was released later the same day.